Event description:
The end user hospital noted that in two units of a custom kit the roller clamp on the fluid delivery set was packaged in the closed position, kinking the tubing. There was one instance of air being injected into a patient because the kink was not noted. There was no patient injury.